Event description:
This device and lead were explanted and replaced because during a follow up it was noted that the lead impedance was greater then 3200ohms. The physician thought that their may be a header or connection issue. While biotronik tech service was cleaning the lead, it was noted that there was an insulation break in the lead near the pin.